Manufacturer narrative:
B5 describe event or problem has been updated. E1-initial reporter zip/post code (B)(6) has been added, and removed from e1- initial reporter city.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. After a non-boston scientific (bsc) guide catheter was inserted and a guidewire crossed the lesion, pre-dilation was performed with 2mm balloon catheter. A 3.50 x 28 synergy ii drug-eluting stent (des) was advanced for treatment. However, during the procedure, the hypotube broke. The device was pulled out from the patient and the procedure was completed with another 3.50 x 28mm synergy des. There were no patient complications reported. It was further reported that the hypotube break at 15 to 20 centimeters from the hub.

Manufacturer narrative:
B5 describe event or problem has been updated. E1-initial reporter zip/post code (B)(6). Device evaluated by MFR.: synergy ous mr 3.50 x 28mm, stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 86.4cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. After a non-boston scientific (bsc) guide catheter was inserted and a guidewire crossed the lesion, pre-dilation was performed with 2mm balloon catheter. A 3.50 x 28 synergy ii drug-eluting stent (des) was advanced for treatment. However, during the procedure, the hypotube broke. The device was pulled out from the patient and the procedure was completed with another 3.50 x 28mm synergy des. There were no patient complications reported. It was further reported that the hypotube break at 15 to 20 centimeters from the hub.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. After a non-boston scientific (bsc) guide catheter was inserted and a guidewire crossed the lesion, pre-dilation was performed with 2mm balloon catheter. A 3.50 x 28 synergy ii drug-eluting stent (des) was advanced for treatment. However, during the procedure, the hypotube broke. The device was pulled out from the patient and the procedure was completed with another 3.50 x 28mm synergy des. There were no patient complications reported.